Manufacturer narrative:
(B)(4). D10: 42532006702 - psn tib stm 5 deg sz d r - 65303413. 42522000420 - articular poly - 65280565. G2: foreign - event occurred in new zealand. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery. Subsequently, the patient underwent a revision approximately 3.7 years post-implantation due to loosening of the femoral component. Attempts have been made and no further information has been provided.